Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had an occlusion with their infusion set. The customer¿s blood glucose level was 464 mg/dl at the time of the incident. The customer stated that they tried multiple sets but had all failed. The customer states that the infusion sets are not lasting the full time frame in which they should last. The customer reverted to their back up plan but did not state how they treated their high blood glucose levels. The customer did not troubleshoot but did send the product back for analysis.